Event description:
Ivd report regarding (B)(6) blood draw of (B)(6) 2016. Lab results received were obviously incorrect for wbc and neutrophils. Redraw of (B)(6) showed normal results. Period of time in between ed to discuss potential other testing, which I refused as I worked in ivds and suspected the results were incorrect. Could be transport, chain of custody, equipment, tech error, reagent issue, etc. If I didn't have the knowledge and experience I have the original set of results would have led to other expensive and possibly invasive testing. There is a problem in that lab. Other pts results could be impacted. (B)(6).